Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2008. Patient's legal counsel further reported patient allegations of pain, swelling, inflammation, damage to bone/tissue, lack of mobility, metal poisoning, metallosis, elevated metal ion levels and infection. Legal counsel alleged that a revision procedure occurred on (B)(6) 2013 and that another occurred on january 10, 2014 where antibiotic spacers were implanted. Legal counsel further alleged that a revision procedure took place on (B)(6) 2014. A review of the invoice history confirmed all surgery dates except the revision procedure that took place on (B)(6) 2014. It further confirmed that the modular head was removed and replaced during the revision procedure on (B)(6) 2013. Additionally, invoice history indicated all components were removed and replaced with cement spacers during the revision procedure on (B)(6) 2014. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2008. Patient's legal counsel further reported patient allegations of pain, swelling, inflammation, damage to bone/tissue, lack of mobility, metal poisoning, metallosis, elevated metal ion levels and infection. Legal counsel alleged that a revision procedure occurred on (B)(6) 2013 and that another occurred on (B)(6) 2014 where antibiotic spacers were implanted. Legal counsel further alleged that a revision procedure took place on (B)(6) 2014. A review of the invoice history confirmed all surgery dates except the revision procedure that took place on (B)(6) 2014. It further confirmed that the modular head was removed and replaced during the revision procedure on (B)(6) 2013. Additionally, invoice history indicated all components were removed and replaced with cement spacers during the revision procedure on (B)(6) 2014. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report received noted patient underwent a right hip revision on (B)(6) 2013 due to swelling. Operative report noted the presence of a hypertrophic bursa, tannish-milky type fluid consistent with metallosis, and hypertrophic synovitis. The modular head was removed and replaced. Operative report received noted patient underwent an additional right hip revision on (B)(6) 2014 due to swelling and fluid. Operative report noted the presence of hypertrophic synovitis and a superior defect. All components were removed and replaced with spacer molds. The hip was reimplanted with biomet components on (B)(6) 2014.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 2 states, "early or late postoperative, infection, and allergic reaction." Number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿postoperative bone fracture and pain.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 4 of 4 mdrs filed for the same patient (reference 1825034-2014-03908/03911).